Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 25 mg/dl. Troubleshooting was done. The customer treated her blood glucose was food. The customer's husband stated that she had been experiencing low blood glucose for two weeks. The customer's husband stated that she was not admitted into an hospital for medical treatment. The customer's insulin pump's drive support cap appeared normal. Advised customer to speak with her healthcare provider in regards to her low blood glucose levels. Advised to monitor the insulin pump and call back if the issue persisted. Nothing further reported.